Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6),product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the paddle is getting hot when she is recharging the implanted neurostimulator (ins) since today. Pt mentioned the heating from the paddle is making her skin hot. Pt did not allege any marks/burns from the recharger (rtm) paddle. Patient stated she received a new controller in jan 2024. Pt mentioned she has received multiple rtm cords in the past that she has never sent back to medtronic. Agent requested pt to send back all of the old equipment when she returns the current rtm cord to repair team. Patient service specialist is sending repair team a request for the recharger cord.